Manufacturer narrative:
(B)(4). Evaluation: results: (root cause of the reported event cannot be determined due to limited info provided). Results: (root cause of the reported event cannot be determined due to limited info provided). Evaluation summary: the first, eighth, twelfth, thirteenth and nineteenth distal stent segments were raised and deformed. The stent was positioned on the balloon between the marker bands as per specifications. The distal tip was damaged. The balloon and stent were bent.

Event description:
The physician was attempting to implant a 3.0 mm diameter x 30mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a pt. It was reported that the physician was unable to cross the lesion and when the device was retracted from the pt, the stent was noted to be damaged. No pt injury occurred and no clinical sequelae were reported.